Event description:
Pt admitted on 10/12/1998 for unstable angina. To cardiac cath lab on 10/13/1998 for angiography and possible angioplasty and stent placement. After dilating the distal left anterior descending a 30 mm long stent catheter would not pass through so a 3 mm 25 mm long nir stent was placed in the left anterior descending: the stent balloon was dilated to 10 atmospheres x 1 minute. After balloon was deflated, attempted to withdraw, but there was some difficulty in getting the balloon to withdraw. The balloon was inflated and deflated and withdrawal attempted again without success. With considerable pressure were able to get balloon to withdraw. Went back with a 3 mm high-pressure balloon and dilated throughout the body of the first stent, but could not get the balloon past the distal end of the first stent. Placed a 16 mm long nir stent more proximally, inflated that up to 12 atmospheres for over a minute, then deflated the balloon and removed it. Went back several times with a 2 mm balloon first and got it to go past the original stent distally and then went back with a 2.5 mm balloon, but could never get what looked like adequate dilatation distally to the stent. There was concern that part of the first stent might have actually "avulsed" back when it was first inflated, so the decision was made to proceed with a coronary bypass surgery. Coronary artery bypass was without complication and pt was later discharged to home in satisfactory condition.